Event description:
It was reported that cgm displayed error message during use of g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset error did not reappear and customer successfully started sensor session.